Event description:
Customer complained of a discrepant inr result between coaguchek vantus meter (B)(4) and a lab using an unknown reagent. At 12:27 pm, customer tested by fingerstick on the meter and the result was 4.9 inr. At 5:14 pm, the customer had a lab test and the result was 2.9 inr. At 5:14 pm, the customer tested on the meter again and the result was 4.7 inr. Customer has a therapeutic range of 2.5-3.0 inr. Customer has antiphospholipid antibodies. The customer had no change to coumadin dose, no new medications, no illness, no diet changes, no heparin, no direct thrombin inhibitors, no symptoms of bleeding or bruising and is not anemic. There was no allegation of an adverse event. Retention test strips (314048) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.